Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Cusa excel 23khz straight handpiece (c2600) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Based on the reported failure of cooling alarm occurred during assembly, it is possible this complaint was due to the transducer delamination however, without testing device it is not possible to verify. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a cooling alarm occurred during assembly of the cusa excel 23khz handpiece ((B)(4)) just before the start of laparoscopic liver resection procedure. No adverse consequences to the patient were observed; however, surgical time was extended more than 30 minutes. Patient outcome is unknown.